Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that a plastic part of the jaw broke and fell into the pt. The tip remained in the pt body, since the surgeon could not identify the location of the tip. Another device was used to compelte the case.